Event description:
No additional information.

Manufacturer narrative:
Pr 13308996 follow up MDR for device evaluation: no photos or physical samples that display the reported condition were provided to our quality team for investigation. A device history review was performed for lot 2408005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported concern. Retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on any of the products. Leakage testing was performed and confirmed no leakages were observed and all product functioned as intended. Product is visually and functionally tested throughout manufacturing according to procedure, verifying all critical dimensions are within specification and the product is free from damage. Testing results for the reported lot verified product met all required limits. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial MDR,

Event description:
Event details: leakage from spinal puncture needles was found in lot. 2408005, (B)(4) pieces.